Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol ventralex st device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent removal surgery in 2017 and has allegedly "suffered pain, neuropathy, fistula, scarring, and intestinal blockage". No medical records have been provided; however, fistula formation is identified in the adverse reaction section of the instructions-for-use as a possible complication. The actual date of injury is unknown, reported as "2017"; therefore, we are using (B)(6) 2017 as date of event. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient was implanted with a bard/davol ventralex st mesh for the repair of the incarcerated ventral hernia. As reported, in 2017, the patient underwent removal surgery. It is alleged that the patient has suffered pain, neuropathy, fistula, scarring, and intestinal blockage and will continue to suffer physical pain from his hernia mesh injury.

Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol ventralex st device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent removal surgery in 2017 and has allegedly "suffered pain, neuropathy, fistula, scarring, and intestinal blockage". No medical records have been provided; however, fistula formation is identified in the adverse reaction section of the instructions-for-use as a possible complication. The actual date of injury is unknown, reported as "2017"; therefore, we are using 06/15/2017 as date of event. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event, date of explant and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of ventralex st, patient was diagnosed with obstruction, adhesions and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: d4 (UDI no). Corrected fields: b3 (date of event), d. 6b (date of explant) and h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient was implanted with a bard/davol ventralex st mesh for the repair of the incarcerated ventral hernia. As reported, in 2017, the patient underwent removal surgery. It is alleged that the patient has suffered pain, neuropathy, fistula, scarring, and intestinal blockage and will continue to suffer physical pain from his hernia mesh injury. Addendum per additional information provided: on (B)(6) 2016: patient was diagnosed with incarcerated ventral hernia and left inguinal hernia thereby underwent open repair with the implant of ventralex st (device #1). Per operative notes, ¿a large hernia sac was dissected free from the surrounding tissues and the hernia contained of incarcerated preperitoneal fat was reduced. A medium circle of ventralex st mesh (device #1) was placed intraperitoneally and sutured. The direct defect was reduced and the inguinal floor was reinforced with an onlay of prolene mesh by using sutures." On (B)(6) 2017: patient was diagnosed with distal small bowel obstruction. On (B)(6) 2017: patient was diagnosed with small bowel obstruction, abdominal pain and adhesions thereby underwent open repair with the removal of ventralex st mesh (device #1). Per operative notes, ¿previously densely adhesed ventralex st mesh (device #1) to the underside of the abdominal wall was resected away. The small bowel untwisted from its volvulized state and markedly decompressed distal small bowel loops began to fill. This appeared to be a complete small bowel obstruction and some of the dense adhesions of the ventralex st mesh (device #1) away from the small bowel were dissected off. On (B)(6) 2018: patient was diagnosed with recurrent incisional ventral hernia thereby underwent open repair with the implant of ventrio st mesh (device #2). Per operative notes, ¿omental adhesions to the anterior abdominal wall in the midline were dissected off. Then a ventrio st (device #2) was placed and secured by using sutures." Attorney alleges that the patient had adhesions, bowel obstruction, fistulae, infection, mesh migration, pain, hernia recurrence, neuropathy, scarring and emotional injuries.